Event description:
Same case as MDR ID# 2134265-2013-01368. It was reported that during a percutaneous coronary intervention procedure, an imaging catheter became stuck in the stent resulting in the stent being explanted. The 75% stenosed target lesion was located in the non-calcified and moderately tortuous mid to proximal left circumflex artery. The lesion was dilated with a non bsc device and a 2.25x20mm promus element plus stent was placed in the obtuse marginal branch with a portion of the stent in the left circumflex with the intent to perform a "crushing stent" technique. A 2.25mm non bsc balloon was inflated at the proximal left circumflex then the "kissing balloon" technique was performed with a 2.25mm non bsc balloon in the proximal left circumflex with the promus element plus stent delivery system at the obtuse marginal branch. An atlantis pro imaging catheter advanced to the obtuse marginal branch. The atlantis pro imaging catheter and the promus element plus stent became stuck to each other during removal of the atlantis pro resulting in the promus element plus stent moving. The atlantis pro catheter and the promus element plus stent were removed as one unit. The procedure was completed with a 2.25mm non bsc stent. No further patient complications were reported and the patient's status is good.

Event description:
Same case as MDR ID# 2134265-2013-01368. It was reported that during a percutaneous coronary intervention procedure an imaging catheter became stuck in the stent resulting in the stent being explanted. The 75% stenosed target lesion was located in the non-calcified and moderately tortuous mid to proximal left circumflex artery. The lesion was dilated with a non bsc device and a 2.25x20mm promus element plus stent was placed in the obtuse marginal branch with a portion of the stent in the left circumflex with the intent to perform a "crushing stent" technique. A 2.25mm non bsc balloon was inflated at the proximal left circumflex then the "kissing balloon" technique was performed with a 2.25mm non bsc balloon in the proximal left circumflex with the promus element plus stent delivery system at the obtuse marginal branch. An atlantis pro imaging catheter advanced to the obtuse marginal branch. The atlantis pro imaging catheter and the promus element plus stent became stuck to each other during removal of the atlantis pro resulting in the promus element plus stent moving. The atlantis pro catheter and the promus element plus stent were removed as one unit. The procedure was completed with a 2.25mm non bsc stent. No further patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: the device was received together with a stent and a guide wire. A guide wire 0.014" was returned and stuck in the distal tip sheath assembly. The stent was stuck and wrapped around in the distal tip assembly and guide wire. The returned guide wire and stent that was stuck in the distal tip cannot be removed. A kink was observed in the sheath assembly at 21.7cm from femoral marker at the proximal end. The guide wire exit port was lifted 1.0mm. One hub wing was bent when the device was received. Imaging core wind up in the telescope assembly was observed during visual analysis. No other issues or defects were observed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).